Manufacturer narrative:
The integra 400 analyzer used to obtain the value of 6.7 g/dl was serial number (B)(4).

Manufacturer narrative:
The integra 400 analyzer previously identified as "different integra 400 analyzer" has been confirmed as integra 400 serial number (B)(4).

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within specification prior to the run for both instruments. A pre-analytical issue is assumed to be the root cause.

Event description:
The customer reported that they received erroneous results for one patient sample tested for total protein gen. 2 (tp). The sample was initially run on one integra 400 analyzer and repeated on a second integra 400 analyzer. The customer provided analyzer serial numbers of (B)(4). It was asked, but it is not known which analyzer serial number was used to initially run or repeat the sample. The sample initially resulted as 6.9 g/dl. The sample also resulted with a value of 6.7 g/dl on (B)(6) 2014. One of these values (6.7 or 6.9 g/dl) was reported outside of the laboratory. It was asked, but it is not known which specific result was reported outside of the laboratory. The sample was repeated on a different integra 400 analyzer and resulted as 4.3 g/dl on (B)(6) 2014. The sample was diluted at a 1:1 dilution and resulted as 2.3 g/dl. The sample was also diluted at a 1:2 dilution and resulted as 1.6 g/dl. The sample was diluted at a 1:1 dilution and run on a different integra 400 analyzer, resulting as 2.3 g/dl. The sample was then diluted at a 1:2 dilution and run on a different integra 400 analyzer, resulting as 1.6 g/dl. The results obtained from the dilutions indicated that the value of 4.3 g/dl was correct. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The tp reagent lot number was 69459401 with an expiration date of 04/29/2015.

Manufacturer narrative:
This event occurred in (B)(6). The patient was the age of (B)(6) at the time of the event.